Manufacturer narrative:
A batch record review for lot file b110 was performed. There were no non conformances associated with this lot. There were no alarms associated with this event type. This lot met all release requirements. A review of complaints received for lot b110 was performed. There were no other bag leaks reported to date for this lot. The assessment is based on info available at the time of the investigation. The customer submitted a photo for investigation. The investigation is still ongoing at this time. Therefore, a root cause cannot be determined. (B)(4).

Event description:
Customer is reporting a leak in the treatment bag. Name and function of complainant: same as reporter. Customer reported a blood/blood product leak in the treatment bag where the connection tubing (for uvadex) is connected. Treatment went normal and fine. When the nurse reached the point where he had to inject the uvadex, he noticed that the tubing appeared to be improperly connected and a blood/blood product leak occurred in the treatment bag. The nurse could not inject the uvadex at this site but elected to spike the other port for the injection. The operator reported no harm to pt and that all was fine. Customer emailed photo of treatment bag leak.